Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer was able to clear the alarm without resetting the pump. Supplies were changed and a bolus was successfully delivered. Further troubleshooting was declined. The customer's blood glucose was 500 mg/dl.